Event description:
Reporter indicated that pt experienced an episode of asystole when normal mode diagnostic test was performed during implant surgery. Lead test performed prior to asystolic episode without incident. As a normal practice, the surgeon programs the device to 2.0ma, 30hz, 500pw, 30 seconds on, and 5 mins off and runs a normal mode diagnostic test. It was during this normal mode test that the episode of asystole occurred. The surgeon then decreased the output current to 0.25ma and ran another normal mode test. Afterward, the device was programmed to 0ma output current. The pt is reportedly doing fine post-operatively. The pt's device has not yet been programmed to on.